Event description:
The patient experienced a loss of therapeutic effect in early 2009. The pump was not alarming. Interrogation of the pump logs indicated that the pump had not alarmed at any time. No catheter issues were noted during a dye study done the same month. The pump rotors failed to move on three separate occasions during a rotor done the same day. The pump was replaced 2 months later. The pump did not alarm during the interim period. The pump was used to deliver morphine. The patient outcome was reported as 'no injury'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and traning are in place.